Event description:
The international distributor reported the ventilator was located in a storage area at the customer's location, charging the backup battery, when there was smoke reported from the ventilator. There was no pt involvement. The distributor's service engineer performed an evaluation of the ventilator and reported finding components on the power supply overheated. The service engineer replaced the power supply to correct the problem. The power supply has been returned to the MFR for failure analysis.